Event description:
It was reported that the patient received inappropriate atp therapy due to crosstalk occurring after an atrial paced beat. Recommended programming changes were made to device. Patient condition was fine and unaware of the event before and after reprogramming was performed.